Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation showed the kit was returned opened and contained use residues. Returned within the kit was one 4 fr single lumen groshong clearvue catheter with a stiffening stylet inserted, as well as other kit components. Use residue was observed within the catheter and the stylet within the catheter was observed to be slightly bent near the distal end of the flushing hub. The catheter was flushed with a 12 ml syringe of water and a leak was observed at the 23 cm depth marker. A microscopic observation revealed a split within the catheter tubing at the leak site. The edges of the split were found to exhibit a regular, jagged pattern which mirrors the shape of the braided internal stiffening stylet, suggesting the catheter was damaged by the internal stiffening stylet due to in adequate hydration of the stylet, excessive manipulation of the stylet, and/or compression of the catheter with the stylet inserted. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, when dr opened the new packet of groshong PICC to be used in one of her patients, she noted that PICC was broken and she had to use a new one.